Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2015 with a blood glucose of 215 mg/dl. Customer's current blood glucose is 196 mg/dl. Customer stated that her blood glucose started to get high around 11 pm at night. Customer attempted to program a bolus in the pump with extra carbs that she did not consume and the pump was still not bringing her blood glucose down. Customer woke up in the morning with cramping in her lower abdomen. Customer stated that she is (B)(6) pregnant. Customer called her health care professional and was advised to go to the emergency room. Customer was wearing the pump at the time of the visit. Customer stated that for the last 4 set changes her site has been sore. Customer found that the cannula was not bent but she sees something that may be clogged at the end of the cannula. Customer was advised to do a complete set change. Customer stated that she is working with her doctors on getting her programming adjusted.